Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that an unspecified quantity of clearlink paclitaxel sets had ¿microbubbles above the filter¿, during infusion. The sets were ¿circle primed¿ with saline in the pharmacy, prior to infusion. The distal end of the tubing was connected to a non-baxter closed system transfer device (cstd), on the bag spike to clear the saline from the line. Infusion was programmed on a baxter infusion pump at 20 ml/hr, as a starting rate for all paclitaxel infusions. Then, increased to the 1-hour or 3-hour rate (185-275 ml/hr). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.